Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited inappropriate ams episodes due to noise. Reprogramming the lead resulted the same issue. The patient is not pacer dependent. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
New information stated the lea was explanted and replaced on (B)(6) 2017. No further information was available.